Manufacturer narrative:
Initial and final (B)(4) - device 1 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced four events of infusion set kinked cannula on (B)(6) 2025. The events occurred three or more hours after insertion. The insertion site was abdomen for all events. The infusion set was in use for four hours for event 1, 2, and 3 and for two days for event 4. The blood glucose level was high and the patient was treated with manual injections. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.